Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment. Two weeks post procedure, it was reported the patient returned with diffused embolic strokes in the cortex of the treated vascular territory. The patient had a magnetic resonance imaging (MRI) several days (unspecified) prior to the adverse event and it was normal. It was reported the patient had a good recovery. No further information was available.